Event description:
It was reported that a patient with a lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8 implant experienced excessive weight loss and required a pocket revision for comfort reasons. The patient reported that therapy was functioning as expected with no issues. During the pocket revision procedure, all electrodes were initially reading within normal impedance ranges. Prior to final closure, an impedance check and connectivity check were performed, and all readings were within range. During standard closing procedures, a final impedance reading showed that electrode 15 had high impedance (around 36,000) and was indicated as orange. The physician reopened the closure, disconnected the lead tails, cleaned them, and reinserted them into the implantable pulse generator (ipg). Electrode 15 then showed a red reading with impedance at 40,000. This process was repeated multiple times to ensure the lead tail was clean, but the high impedance persisted. Electrode 15 was not in use by the patient, so the procedure continued and the incision was closed. The patient went home with therapy turned on. No adverse outcomes, injuries, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.